Event description:
A customer reported that the knife was not sharp and the shape was "not good" during surgery. The knife was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).